Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited low pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2025. The patient experienced no consequences.